Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found with thermal damage at the yaw pulley. Black char marks were observed and any material missing is likely to be thermally induced rather than mechanically induced. This failure is typically associated with mishandling/misuse. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the customer observed the maryland bipolar forceps instrument was damaged. There was no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: there was no additional information provided for the instrument because it was found damaged upon inspection during processing.